Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters were used in the common bile duct during a digital cholangioscopy using spyglass procedure performed on (B)(6) 2021. During preparation, when the nurse plugged the spyscope ds ii catheter into the controller, there was no image displayed on the screen. The nurse unplugged the spyscope catheter and plugged back into the controller; however, the result was the same. A second spyscope ds ii was opened and plugged into the controller, the same problem occurred. The procedure was not completed due to same device unavailable. There were no patient complications reported as a result of this event.